Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately ten years ago. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately ten years ago.block d2b: pro code (product code): qrb.investigation results:the device was not returned for analysis; therefore, a technical analysis could not be performed.device history record:it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.